Event description:
It was reported that after a carotid stenting procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer deployment, the operator observed "fingers" distally on the clip delivery tubeset, which was believed to be the starclose se clip. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported clip of the device being observed at the distal end of the device before depressing the clip deployment button was not confirmed. The returned device indicates that the deployment procedure was not performed according to instructions for use (IFU). The IFU states under the closure procedure section that while maintaining downward pressure and device stability, depress the deployment button with the right thumb. An audible click should be heard. This releases the clip to close the arteriotomy and collapses the locator wings simultaneously. In addition, it was also observed that the device was removed without collapsing the locator wings. The IFU states under the closure procedure section to slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number two on the plunger exits the number window completely. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.